Manufacturer narrative:
(B)(4). Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident as a hypotube break and multiple hypotube kinks were noted during device analysis. The stent was deployed during the procedure and therefore was not returned for analysis. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings appeared relaxed from their original folded position and it appeared that positive pressure had been applied and a vacuum pulled. Stent crimp markings were evident on the balloon body indicating the stent was crimped to the balloon prior to shipping. The balloon was inflated using an inflation aid and encore inflation device as the device was broken at the hypotube. The balloon was inflated to nominal and rbp (rated burst pressure) with no issues. The balloon was deflated within specification. A visual and tactile examination of the device found a hypotube break 510 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. A review of the manufacturing data for the stent profile and the vacuum decay test (vdt) data for the device was reviewed and no anomalies were noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that when the physician removed the device from the patient it was noted that the hypotube had a kink and was broken. There was not an issue with the balloon as previously reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon was broken. The lesion was located in the proximal left anterior descending artery. The lesion was ostial without significant calcification. The 3.00x24mm synergy¿ drug eluting stent was advanced to the lesion. The stent delivery balloon was inflated to 8 atm's and then after changing to an advantage inflation device was inflated to 14 atm's. Upon removal of the stent delivery system from the sheath it was evident that the catheter balloon was broken. The stent was post dilated using a 3.0x15mm maverick balloon catheter. The procedure was completed. There were no patient complications and the patient's status was stable.